Event description:
While a pt was being treated in the subject device the attending nurse left the room. When she returned a few minutes later with the infant's mother, the infant had allegedly fallen from the incubator through one of the rear porthole doors. The pt was monitored and it was determined that no injury was sustained. The pt has been discharged from the hosp.